Event description:
PICC catheter used in nicu was noted to be leaking/breaking below the securement hub. The PICC catheters appear to be leaking from the same site as the breakage.====================== manufacturer response for PICC catheter 1.9 fr 30 cm, lifecath s PICC (sil)======================picked up remaining catheters for credit.